Event description:
Prior to implanting the device, the physician observed that the set screw was stripped. The device was not used and a new device was implanted to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The customer complaint of a stripped set screw was not confirmed. The device was received from the field with battery voltage near beginning of life level and a visual inspection of the header revealed the set screw was removed from the insert. A visual examination of the set screw revealed normal threads and no contamination or foreign material that could of caused the field complaint. The original screw was inserted and removed multiple times during the analysis with normal force and no anomaly was observed. Additionally, electrical and mechanical tests performed indicated normal functionality. Furthermore, a longevity assessment was performed and the pacemaker was in the normal range of operation with appropriate remaining longevity.